Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A final report will be submitted once the investigation has completed.

Event description:
It was reported that unspecified alarms occurred. No additional information was provided. The customer declined to troubleshoot with tandem technical support.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.